Event description:
It was reported that the pump¿s critical alarm began to sound due to an empty reservoir. It was stated that the low-reservoir alarm triggered on (B)(6) and the empty reservoir alarm triggered on (B)(6). The patient had missed her previous two refills and had not had a refill since (B)(6). The reporter stated that the low-reservoir alarm date was (B)(6); however, the reporter then found the second page of the print-off from the previous refill. The print-off showed that the infusion rate had been increased and the low-reservoir date was (B)(6). It was indicated that the patient was tighter. The patient had been receiving valium for a couple of days prior to report from a neurologist for the tightness. The device system was used to deliver gablofen.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).